Event description:
Consumer reported complaint for erratic and high blood glucose test results. Customer does have someone assisting him on the call as he stated he had eye surgery. The customer is concerned with test results from back to back blood tests of 359 and 168 mg/dl. The customer¿s expected am fasting blood glucose test result range is under 120 mg/dl and expected pm fasting blood glucose test result range is 124-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 83 mg/dl and 95 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (time not set): result 1: 115 mg/dl date: 7/22/2022 time: 10:37 pm fasting am result 2: 107 mg/dl date: 7/22/2022 time: 10:35 pm fasting am result 3: 95 mg/dl date: 7/22/2022 time: 10:35 pm fasting am result 4: 124 mg/dl date: 7/21/2022 time: 11:44 pm fasting pm result 5: 144 mg/dl date: 7/21/2022 time: 11:42 pm fasting pm result 6: 359 mg/dl date: 7/15/2022 time: 1:03 pm 2 hours post breakfast result 7: 168 mg/dl date: 7/15/2022 time: 1:06 pm 2 hours post breakfast

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 19-sep-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.